Event description:
Olympus medical systems corp (omsc) was informed that, the during a total hysterectomy, the 1st tb-0520ic (the subject device) was used and the probe damage error occurred. The user executed the probe check outside of the patient, and the probe of the device broke off. Although he immediately exchanged it with the 2nd tb-0520ic and continued the procedure, the ptfe pad of the 2nd device was partially separated. The procedure was completed with another similar device (tb-0535f). There was no patient injury reported. This is the first of two reports.

Manufacturer narrative:
This MDR is regarding the 1st device of the reported two defected devices. The subject device was returned from to omsc for evaluation. The evaluation confirmed that the probe broke off at 15.5 mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the cracks developed from the scratches on the probe by output during the procedure, and the error occurred. After that, the probe broke off by physical stress when the user executed the probe check. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the evaluation, this appears to be related to user handling. This is one of two reports. Cross reference MFR. Report number 8010047-2015-00308.